Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, which resolved the issue without recurrence. The customer was instructed to call back if the problem reoccurred and was able to continue using the pump after reloading the cartridge.